Event description:
It was reported that the lead was explanted, due to a fracture.

Manufacturer narrative:
Analysis noted the outer insulation abraded through internally, exposing the ring cables. The svc shock coil was found to have all three shock coil filars fractured at the proximal shock coil terminal ring. Sem analysis of the svc shock coil fractured filar surface shows continual rubbing together of the fractured surface, indicating a likely fracture, due to cyclic motion oveer a long period of time. Cross section of the ring cable area confirmed internal abrasion.